Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a polypectomy. The esu was used with an erbe nessy neutral electrode (also referred to as a return electrode, patient pad, etc.) [Part number: 20193-071, lot number: 240527-0806]. The neutral electrode was placed on the patient's left thigh. No information was provided regarding any of the other accessories used in the procedure. The esu settings used were endocut q, effect 3 and 4 as well as forced coag, effect 2, 60 watts. After the procedure, a skin lesion was noticed under the return electrode. Specifically, a second-degree burn (with blistering) of the pad's surface was reported. No information was given regarding any treatment given to address the necrosis.

Manufacturer narrative:
The esu was thoroughly inspected/tested. The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the esu. A review of the generator's chronological data at the time of the intervention work showed that there were long activations during the procedure. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident (note: the neutral electrode was also returned and examined. There was no visible damage to the return electrode, but there were signs of use such as marks and traces from removing the pad.). Based upon the provided information and the evaluation work, the burn was not caused by a defect of the esu or neutral electrode. Most likely the settings were too high and as documented the activations were too long. Furthermore, appropriate cooling times were not observed between activations (note: the delicacy of an infant's skin should also have been taken into consideration by the clinician.). Warnings in the esu's user manual and notes on use (nou) of the erbe nessy neutral electrode cover the stated topics to minimize/eliminate pad burns. No trends have been identified and erbe USA, inc. Is now closing the file on this event.